Manufacturer narrative:
(B)(4). The device has been received, but has not yet been evaluated by baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report the colleague infusion pump that had failed during patient therapy and therapy was interrupted. The event occurred in the cardiac stress lab. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device. The customer also reported that the same patient had therapy interrupted for failure codes 808:07 and 812:05. (B)(4).

Manufacturer narrative:
(B)(4). The writer inadvertently omitted the software version of this device in the follow-up medwatch report, 6000001-2010-01826 001. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Event description:
Information received states that upon opening the lead package it was noticed that the lead was not straight and contacts were not aligned properly. No consequences to patient as product was not used.